Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables without success. Tandem technical support replaced the pump. Customer agreed to use multiple daily injections (mdi) as backup therapy.